Manufacturer narrative:
Additional information: implant date. Additional product component: model number/catalog number: 720185-01. Serial number: null. Batch/lot number: 1000045816. Model/catalog description: reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional product component: model number/catalog number 720185-01, batch/lot number 1000045816, model/catalog description reservoir flat iz 100ml.

Event description:
It was reported that the patient experienced an infection with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir were explanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.